Event description:
It was reported that, "the surgeon decided to leave tip of screw that broke in the tibial tunnel there. Was happy with the fixation and simply took the broken part of the screw out." The tunnel diameter was 7mm and the graft was a soft tissue graft (autograft / hamstrings), diameter 6.5mm. No adverse consequences were reported by the user.

Manufacturer narrative:
Suspected root cause: it is likely that excessive resistance to insertion resulted in excessive torque being applied which resulted in shear failure of the screw. Excessively hard bone. Graft/screw/tunnel not appropriately sized. Use of damaged or bent driver.